Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt reported to clinic complaining of multiple "red heart" alarms. This is the pt's second lvad pump. The first lvad pump was replaced because of an internal percutaneous lead disruption. This second lvad began showing signs of breakage a few months after the lvad pump replacement. The pt was sent home with an ungrounded cable which worked fine until 2 days ago. On (B)(6) 2012, the lvad was replaced with another lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.